Event description:
Allegedly the patient dislocated twice. Poor cup alignment suspected.

Manufacturer narrative:
Per FDA, reopened file as a user error in order to report as part of a retrospective review of ceramic heads. This is the same event as 1043534-2012-01167, 01168, 01169, 01170, 01171.

Manufacturer narrative:
Conclusion: user error contributed to event. Other: misapplication/misuse of device.